Event description:
The physician was treating the left circumflex artery with an endeavor sprint rapid exchange (rx) drug-eluting stent. The lesion was severely calcified and tortuous. As the physician attempted to deploy the stent it got caught and came off the balloon. The dislodged stent was retrieved with a snare but during retrieval a dissection occurred. The dissection was treated with ballooning and stent placement. The lesion was pre-dilated prior to attempted stent placement. The patient was discharged home and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (severe calcification and tortuous). (Use of snare during stent retrieval). (Stent dislodgement/dissection). (Device not received). Conclusion results: (severe calcification and tortuous).